Event description:
It was reported by the nurse manager (nm) that a patient (pt) had received contrast through a pressure injectable central venous catheter (cvc) and after being sent back to intensive care unit (ICU), the catheter was "ballooned up" inside of pt. An x-ray image was taken and described as looking like a fat sausage under the skin from the catheter hub, but tapering back down to normal size by the distal tip of the catheter. The catheter was not used anymore and pt was going to undergo removal of the catheter by an interventional radiologist later the evening of (B) (6)2009 after some test results were received. The nm also reported when the CT technicians were questioned, they stated that the pressure injector kept saying "occlusion" and the technician had to keep going in to hit "continue" on the machine. The injection was being done at 2cc per second at 325 psi through the white port for an abdomen and pelvis study. When the sales representative (sr) spoke with the CT supervisor she stated the contrast went through the catheter okay and they got a great study; however, she did not know about the issue with the machine saying "occlusion" until the sr asked her about it. She admitted they did not flush the catheter after the study was finished and that the contrast they use is "very thick." The CT supervisor also stated that they have no flushing protocol and the sr explained to her that just because one lumen was being infused through, did not mean that the other lumens were automatically patent. All lines are separate and each needs to be aspirated, flushed and checked for patency before pressure injecting. She did not know this information and this is not their usual practice. The sr asked if she could in-service and help to implement a policy to avoid any issues in the future. The sr gave her a pressure injectable CT poster which includes the warnings and suggested protocol of the catheter.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.